Event description:
It was reported that the external pulse generator did not capture. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator did not capture, it was attributed to the main printed circuit board (pcb) being out of specification and contaminated and therefore it was replaced. Analysis also found that the lower case was broken and contaminated, the upper case was contaminated and dented (which affected the keyboard fit), the battery release, lead flex cover, battery drawer and o-ring were contaminated, that both bail covers and the ring cover were broken and contaminated, the battery contacts were compressed and the keyboard was scratched and damaged.

Event description:
It was reported that the external pulse generator did not capture. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator did not capture, it was attributed to the main printed circuit board (pcb) being out of specification and contaminated and therefore it was replaced. Analysis also found that the lower case was broken and contaminated, the upper case was contaminated and dented (which affected the keyboard fit), the battery release, lead flex cover, battery drawer and o-ring were contaminated, that both bail covers and the ring cover were broken and contaminated, the battery contacts were compressed and the keyboard was scratched and damaged.

Event description:
It was reported that the external pulse generator did not capture. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.